Manufacturer narrative:
H6. After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 2618282-2021-00052 was sent in error. Foreign matter not within the fluid pathway may cause a customer inconvenience but will not lead to any degree of harm/serious injury. This complaint is not MDR reportable. There was no report of serious injury, medical intervention, or reportable device malfunction. H3 other text : see h10.

Event description:
It was reported that cap tip syr ll/ls ster lf black 10/tray contained foreign matter. The following information was provided by the initial reporter: "it was reported fibers coming off of the packaging."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that cap tip syr ll/ls ster lf black 10/tray contained foreign matter. The following information was provided by the initial reporter: it was reported fibers coming off of the packaging.